Event description:
Consumer reports that when her "steffie plate" failed to perform its intended purpose she was fitted with another device that she cannot recall the name of (4/05). She claims to be having nerve pain as well in her right leg. She says the device is not FDA approved and that the physician performed the surgery without her permission in that she was not advised as to the exact nature of the procedure.